Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic (no symptoms) patient presented to the hospital in backup vvi mode. Due to battery status further troubleshooting could not be performed. No additional information was available.